Event description:
On (B)(6) 2019, the patient presented with an uncomplicated elective thoracic aortic aneurysm of 50 mm diameter that was treated with a gore® tag® conformable thoracic stent graft with active control system. Reportedly massive calcification of the aorta was present at the distal landing zone and even going further distally from there. It was reported that the distal part of the device could not reach the specified diameter at its distal end due to the pre-existing massive calcification. Final angiography showed that due to a pre-existing anatomical constriction within the landing zone of the device it could not reach the specified diameter at this specific location. 17 months later follow up control imaging showed aneurysmal sac growth. It now measured 60 mm. On (B)(6) 2021, the endoprosthesis was explanted during an open surgery due to a type ib endoleak. It was stated that the aneurysmal sac diameter was not re-evaluated prior to the surgery, however the in-situ situation demonstrated that the aneurysmal sac diameter was significantly larger than 60 mm. The explanting surgeon reported that the endoprosthesis presented a calcified part. Within the 3rd party level 1 explant report it is stated that since this calcified part was detached from the endoprosthesis, it is difficult to draw any valid conclusion concerning its relationship with the type ib endoleak.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Cause investigation and conclusion the device was explanted and the hospital has sent the explant to a 3rd party for investigation. Scope and results of the investigation were summarized by the 3rd party and they provided a level 1 explant report to gore. The report was reviewed by gore explant scientist. They revealed that an additional analysis of the device is required. Stereoscopic and sem imaging depicted a surface with disruptions consistent with wear due to friction without evidence of foreign material. Additionally, the distal aspect expanded during enzyme digestion indicative of the ability for the device to expand as intended. The exact reasoning for constraint sleeve adherence could not be determined. The serial number could not be provided by the 3rd party as it remains unknown to them. Therefore a review of the manufacturing records could not be performed. Requested imaging series (pre- / intra- / post-operative) were not disclosed to gore by the 3rd party for evaluation. Only one screenshot of a CT reconstruction was provided with no patient demographic information or study date to confirm the patient or the acquisition date. The image received cannot be used to perform a full imaging evaluation because it does not meet the dicom standard. Therefore the extent and accuracy of the observations and findings is limited, and gore cannot guarantee the image provided is accurate or lacks alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation summary states the following: - the image depicts what appears to be a curved planar reformat with a gore® tag® conformable thoracic stent graft implanted. - the window width selected is not wide enough to discern between device versus calcification. - the distal wire pattern observed does seem to be more medial consistent with the irregularities within the vessel wall. - there is some irregularity within the midline of the vessel but this could be due to the centerline creation and may just be tangent to calcification within the aortic wall. - there appears to be some contrast on the left side of the image which could indicate a type 1b as described in the reported event. The presence of a type ib endoleak could not be confirmed without a complete imaging evaluation. Distal vessel apposition may have been lacking due to the nominal diameter of the distal aspect of the device. In the instructions for use the following is stated: warnings ¿ do not use gore® tag® conformable thoracic stent graft if significant thrombus and/or calcification is present in the proximal or distal aortic implantation sites. Adverse events potential device or procedure-related adverse events adverse events which may require intervention and/or conversion to open repair include, but are not limited to: endoleak.

Manufacturer narrative:
The device was explanted and the hospital has sent the explant to a 3rd party for investigation. Scope and results of the investigation were summarized by the 3rd party and they provided a level 1 explant report to gore. The report was reviewed by gore explant scientist. They revealed that an additional analysis of the device is required. Stereoscopic and sem imaging depicted a surface with disruptions consistent with wear due to friction without evidence of foreign material. Additionally, the distal aspect expanded during enzyme digestion indicative of the ability for the device to expand as intended. The exact reasoning for constraint sleeve adherence could not be determined. Requested imaging series (pre- / intra- / post-operative) were not disclosed to gore by the 3rd party for evaluation. Only one screenshot of a CT reconstruction was provided with no patient demographic information or study date to confirm the patient or the acquisition date. The image received cannot be used to perform a full imaging evaluation because it does not meet the dicom standard. Therefore the extent and accuracy of the observations and findings is limited, and gore cannot guarantee the image provided is accurate or lacks alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation summary states the following: the image depicts what appears to be a curved planar reformat with a gore® tag® conformable thoracic stent graft implanted. The window width selected is not wide enough to discern between device versus calcification. The distal wire pattern observed does seem to be more medial consistent with the irregularities within the vessel wall. There is some irregularity within the midline of the vessel but this could be due to the centerline creation and may just be tangent to calcification within the aortic wall. There appears to be some contrast on the left side of the image which could indicate a type 1b as described in the reported event. The presence of a type ib endoleak could not be confirmed without a complete imaging evaluation. Distal vessel apposition may have been lacking due to the nominal diameter of the distal aspect of the device. FDA code 3331 was replaced with imdrf code b22.

Manufacturer narrative:
H6-code 213: one image with no patient demographic information or study date was provided for analysis. The image depicts what appears to be a curved planar reformat with a ctag device implanted. There appears to be some contrast on the left side of the image which could indicate a type 1b as described in the reported event. The image received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate.